Event description:
It was reported that the atrial lead exhibited noise, loss of capture and sensing. Xray revealed that the lead had been fractured by the patients clavicle. The lead was capped and replaced.